Event description:
It was reported that on (B)(6) 2022, a 12 mm amplatzer septal occluder was chosen for implant. When the device was deployed, it displayed a cobra head appearance. The doctor then recaptured the device and removed it from the body. The device was not released into the body. No adverse events were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. The device was returned to abbott for investigation and met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and that the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent information was provided: the original device was delivered using an unknown abbott delivery system. There was no angulation or kinks were noticed on the delivery system. After the original device was removed from the body, a 13mm aso (lot: 7961764) was then implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure.